Event description:
It was reported that the customer had high blood glucose levels of 577 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was treated with a manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including vomiting, stomach pain and ketones. Troubleshooting was done. The customer was wearing the insulin pump at the time of hospitalization. The customer reported that the infusion set was kinked. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).